Event description:
Report rec'd from an international affiliate of blood loss. The customer reported that during the insertion of the butterfly set into the pt, it was noted that the "rear aspect of the metal needle was protruding through the plastic and the tubing resulting in blood leaking out of needle." It was reported that 2 to 3ml of blood leaked out the needle. The butterfly was removed and a new IV was restarted. There was no reported adverse pt effect. Though requested, no additional info was provided.